Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a, "implant exchange"; rupture discovered during surgery.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted and replaced with a non-allergan device.